Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2011. Patient underwent revision surgery on (B)(6), 2011 due to cement retainment in the joint. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011